Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient experienced discomfort due to phrenic nerve stimulation (pns). The device was reprogrammed, however, the patient continued to experience pns. The left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was in stable condition.